Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The reported problem was confirmed using remote fe multiple 25913. Unit was tested using systems and on startup unit displayed u-0. Upon visual inspection there were no issues found that would be related to the reported event. To determine the root cause, it happen in the field replacement due iesu check master failure. Replacement of iesu. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report u-02 error on the integrated electro surgical generator unit (iesu). Site tried multiple power cycles on the iesu with no change. Third party generator was used to proceed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the iesu had an error code on it, tech support was called, some trouble shooting was done under the assistance of tech support. A 3rd party generator was used in order to do the case. No injury was caused to the patient. There is no patient information available due to the chart being closed